Event description:
It was reported that the patient presented to the emergency room because, he was not feeling good. The patient was admitted to the ICU for acidosis, while in the ICU inappropriate shocks were noted. A magnet was placed on the device to disable therapy. The next morning, the patient experienced real vf, the magnet was removed and the device sensed, diagnosed and treated the vf. One hour later, the patient condition deteriorated and CPR was started. Upon

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Interrogation, oversensing caused the inappropriate shocks. No further information is available at this time